Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not able to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a mildly tortuous, mildly calcified, 99% stenosed proximal circumflex coronary artery procedure, a hi torque pilot guide wire failed to cross the lesion. The hi torque pilot guide wire was re-advanced with the support of a non-abbott catheter. However, the non-abbott catheter and the hi torque pilot guide wire became stuck. The hi torque pilot guide wire and non-abbott catheter were removed together as a single unit. A balanced middle weight guide wire was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.